Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit failed battery run test.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The getinge fse found a battery maintenance due message and stated that the batteries and safety disk had expired. The fse replaced both the batteries and safety disk. The fse then completed full preventative maintenance to factory specifications. The device passed all functional and safety tests according to factory specifications and was returned to customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that, during routine qa testing prior to patient use, the cs300 intra-aortic balloon pump (iabp) unit failed battery run test. There was no patient involvement.